Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) failed final pack testing; battery monitoring voltage measurement is less than labeled value. The device has been returned to guidant's reliability assurance laboratory for further testing to determine root cause.